Event description:
Pt on continuous night feedings to mickee button of pregestimil lipil w/ 3cc micro lipid started after pump arrival around 2000. Tubing primed manually w/ mickee adapter tubing primed per pump. Post attached then connected to pt. Feeding started. Only 2 hours of feeding added to bag at one time. 0300 feeding amt in bag was low. Pump noted to have "flush" setup "on". Machine turned off and on in attempt to dc flush setup. Two other rn's also attempted to dc flush set up but could not. Unable to reprogram pump. Pump sent to biomed and new pump ordered. Note: for our facility, the flush setup is disabled prior to pump arriving in our facility.the pump had been in our facility approximately 6 months before this event.